Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the annular rupture was suspected to have been caused by the valve implantation or a rupture of the lvot with the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of a 26mm sapien 3 valve in the aortic position, a pericardial effusion was observed. A pericardiocentesis was performed, but the patient's conditions continued to deteriorate. A sternotomy was performed and a diffuse bleeding at the level of the aortic root was noticed. The patient expired. An annulus rupture caused by the valve implantation or a rupture of the lvot with the guidewire was suspected. The patient had mild native annular calcification.

Manufacturer narrative:
Image review was performed by an edwards lifesciences physician. Pre-op CT (3mensio), procedural cine and procedural echo images were provided for review. The 3mensio: re-created from CT images. Gated CT was done, but only diastolic images were reconstructed because not systolic images of the annulus have been provided. Annulus 438mm2, sov 29mm average, stj 26mm average. Anatomy borderline for 23/26 device. Echo: post implant images, all measurements done using (B)(4) software. The number of images and planes of view were limited. In total, 13 clips mainly lvot views and few sub gastric views were reviewed. The quality of images is good. No m-mode, 3d images or doppler study was provided. Prosthetic valve was noticed in lvot view. The diameter of lvot at peak diastolic phase was 23.11 mm. Aortic valve cross section is not circular. The 2d planimetry of aortic valve opening, in peak systolic phase, showed a cross-sectional area of 1.75 cm2. A prominent bulge adjacent to the aortic valve was noticed. Suggestive of para-aortic valve bleeding or abscess. The cross-sectional diameters of the bulge in lvot view were 6x22 mm. No significant pericardial effusion was noticed. Mac at p2 area was noticed. Mild mr was detected. Several measurements were done to evaluate the size of the valve stent procedural cine: mac heavily calcified annulus with calcium in the annulus at the base of the lcc calcified aortic arch guidewire in standard position no bav seen in the fluoro or echo images crimped 23mm s3 valve appears centered and coaxial within aortic annulus before the implant slow inflation calcium movement in the annulus at the end of the expansion (base of lcc) lcc calcium ejected and contrast leak seen in final injection confirming annulus rupture impression/recommendations: the annulus measured in diastole shows borderline size between 23 and 26mm valve in small anatomy. Bav with a 23mm balloon is recommended with borderline cases. Old age, calcium in the lcc cusp in the annulus, and calcified leaflets are predictors of annulus rupture with a 26mm valve.

Manufacturer narrative:
Reference CAPA-20-00141.